Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (advanced age ¿ 85 years, borderline annular valve area, severe valvular calcification, bulky native leaflet (ncc) calcification) likely contributed to the sov rupture post bav and subsequent open surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), post balloon aortic valvuloplasty (bav), a rupture of the sinus of valsalva occurred. Prior to the transfemoral tavr procedure, the native annular valve area measurement was noted to be borderline with bulky calcification on the non-coronary cusp (ncc). During the tavr procedure, post bav, acute aortic regurgitation (ar) was observed and the blood pressure (bp) decreased. During bav, the balloon was inflated without indentation, and the decision was made to deploy a 26mm sapien 3 valve. The valve was immediately deployed in a final 90:10 aortic/ ventricular (a/v) position with 1ml less than nominal volume. During this time, the arterial blood pressure remained at 60 - 80¿s mmhg and ¿remarkable¿ ar was observed on tee. Post valve deployment, the bp promptly recovered. However, approximately 3 minutes later, the bp dropped rapidly to 40¿s mmhg and a pericardial effusion was noted on tee. Chest compressions and percutaneous cardiopulmonary support (pcps) were immediately initiated. Vasopressor was administered, and a blood transfusion was given. The patient was transferred to open surgery to confirm the bleeding point. Bleeding was observed from the sinus of valsalva (sov) on the non-coronary cusp (ncc) side. Hemostasis was obtained by protamine reverse, a pericardial patch application and manual compression. Pcps was removed and a drain was inserted. The chest was closed, and the patient left the operation room, intubated. Per the physician, the acute ar and hypotension was believed to be caused by the bav. The valve remains implanted in the patient. Review of the procedural the fluoroscopic images confirmed that the ncc calcification ruptured the sov at the time of the bav, and outflow image of the contrast fluid was observed. It was also confirmed a hematoma at the same site around the sov was observed on the echo. It was reported that the subsequent deployment of the sapien 3 valve pushed the calcification further to the sov, resulted in tearing and bleeding. Per medical opinion, since sov was not small, that ncc calcification was expected to be ¿stored well¿. Post bav, the hemodynamic deterioration was thought to be caused by the acute ar, and the findings of the bav were not fully confirmed. The native annular diameter measured 24.2mm by tee and 28.9mm x 23.9mm by CT with a valve area of 539.7mm2. Severe valvular calcification was reported. The diameter of the sov measured 33.6mm x 33.6mm x 33.4mm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.